Event description:
The abiomed field service representative reported that during preventive maintenance, the user facility's automated impella controller started two times with a black screen. Only the green led light was on. All softkeys and the screen were off. The console could only be restarted after an emergency shutdown.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported console issue has been completed. The console was returned and tested on an engineering lab bench. The issue was unable to reproduced upon testing.the root cause of the black screen and the disabled softkeys were not determined due to the inability to reproduce.